Manufacturer narrative:
No button error alarm. Unit received with no button response due to j2 button keypad connector unlocked. Unable to perform functional test due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an unresponsive keypad. It was also reported that the insulin pump had pump error. Customer's blood glucose reading was 248 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Device was returned.